Event description:
The reporter stated that during tibial osteotomy surgery, the device broke whilst it was being unscrewed from the plate. Integra has requested add'l clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.